Event description:
It was reported that the patient experienced worsening spasticity. The patient had an x-ray (B)(6) 2012. The pump and catheter were replaced (B)(6) 2012. The pump issue was battery depletion, but it was unknown if it was normal or premature. The patient required hospitalization as a result of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).